Manufacturer narrative:
(B)(6). Report source: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" alarm. The settings rate was 55ml/24hr. The residual volume was 70.4ml and 33.9ml had infused. There was air in the tubing. There was no patient injury.